Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an ablation procedure. Reportedly, an unspecified issue with a proglide device. The sheath was upsized to 14f and the ablation procedure was completed. Hemostasis was achieved with another unspecified device. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Analysis of the returned suture revealed that the knot and loop were properly formed, the loop was pulled tight, the suture was torn at the knot, and one end of the suture was separated.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty was confirmed as a malposition of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel caused the knot to separate and pull out of the vessel. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.